Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after the device misfired during an attempt to perform a colorectal anastomosis, at the level of the peritoneal reflexion coming in, it appeared that the release staples of the device did not close to the required b-shape, with the device essentially cutting through the 2 structures without creation of the essential attaching mechanism, therefore, the anastomosis edges has instantly, separated after adequate length was distally purchased, and in preparation for reanastomosis, a blue loaded stapler was fired across to secured along the proximal third of the rectum. At that point, the anvil was inserted and secured via a purse string into the free edge of the sigmoid colon. The staplers shaft was introduced through the anal canal, advanced further into the rectal stump, and properly positioned, in relation to the staple line, the spur was deployed and the anvil engaged under direct vision. The stapler was gradually dialed down, fully tightened, and fired. Two donuts were intact with the proximal side being one quarter of the circumference, somewhat thin, albeit intact. The hemostasis was secured.